Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional (hcp) reported that they were unable to charge their implant or turn their stimulation on. The patient was an impatient and currently opioids were being held until they are able to control their bowel. The patient was follow-up with their health care professional (hcp). It was unknown if the patient had their recharger or patient programmer. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.